Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced wound dehiscence and had to go to the office to have the incision closed up. The patient indicated not being happy with the device as although the device inflated and deflated, the patient lost a lot of girth and length. No information was provided about the patient's outcome.